Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2018. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2018. Mwr (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent cholecystectomy on (B)(6) 2018 during which the surgeon noted he lysed the adhesions to the mesh. It was reported that the patient underwent a splenectomy and lysis of adhesions on (B)(6) 2018 during which the surgeon noted he lysed the adhesions to the mesh. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2019 and mesh was implanted during which the surgeon lysed the adhesion to the mesh and removed the mesh. It was reported that the patient experienced an unknown event. Other procedure is captured under separate file. No additional information was provided.